Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during meniscus repair, both implants of the fast-fix 360 deployed together with the first click. The procedure was completed using a smith and nephew backup device; however, it is unknown if there was a delay. No further complications were reported.

Manufacturer narrative:
H3, h6: part of the device was received for evaluation. A visual inspection revealed that it is not in its original packaging. The implants were returned on the suture string. No insertion device was returned. There is biological debris on the returned device. A functional evaluation could not be performed due to the insertion device not being returned. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined. Factors that can contribute to the reported event include an unintended actuation of the device. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.